Event description:
It was reported that the pump shut off during the night. During troubleshooting with tandem technical support, review of the pump data revealed that multiple low power alerts and a low power alarm were received, but were not addressed by charging the device. The pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (482 mg/dl). Follow up information indicated that the customer's blood glucose level had returned to target range.

Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t-slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.